Event description:
The customer observed erratic wbc counts for one patient. The patient initial result was 3.4 k/ul, the physician sent the patient to the hospital and the patient was retested (0.8 k/ul). The original sample was tested again generating the following results: 2.1 k/ul, 1.8 k/ul and 1.7 k/ul. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4): incorrect or inadequate test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, completion of a precision study at the customer site, a search for similar complaints, and a review of labeling. An abbott customer technical advocate (cta) instructed the customer to run quality controls and complete a precision study. The customer reported that quality controls and precision passed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the cell-dyn 1800 analyzer, ln 7h77, were identified.